Manufacturer narrative:
A review of tickets determined there is not an increase in complaints for lot 02013m800 and there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Historical performance of lot 02013m800 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 02013m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation no product deficiency was identified for the architect ca 19-9 reagent, lot 02013m800.

Manufacturer narrative:
There is no further patient information provided due to privacy issues. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer reported a falsely elevated architect ca19-9 result on one patient diagnosed with stage 4 pancreatic cancer. The results provide were: 11sep2019 = 4960u/ml. The patient went to (B)(6) for an operation, but the ca19-9 result generated there was 600 u/ml (unknown method), so the procedure was not performed. The lab retested the 11sep sample on 14sep2019 = 5086.87 / they also tested on vitros = 1330u/ml. There was no adverse impact to patient management reported.